Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. Customer was transported to emergency room via ambulance who was called by customer's friends. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline, dextrose, anti-nausea medication, and "fluids for hydration". Customer was discharged 2 days later with the issue resolved and no permanent damage.